Event description:
It was reported that an ilet user experienced difficulty deploying inset infusion sets and connecting the tubing, which led to interruption of insulin delivery and subsequent hyperglycemia until troubleshooting restored therapy. Symptoms included hyperglycemia reaching 300 mg/dl and a headache. Outcomes included temporary interruption of insulin therapy without need for medical intervention. Investigation included user coaching on proper infusion set deployment and verification of correct applicator needle function and connection, as well as assessment of a reported bent cannula. Investigation of this case revealed user technique issues related to the applicator needle remaining on the inserter by design and an instance of a bent cannula. It was concluded that the event resulted from use error with infusion set deployment rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.